Event description:
Essure devices implanted on (B)(6) 2015. Since then, I have gained more than 30 lbs, I have constant, stabbing pains, headaches, pain when reaching towards the floor, chronic pelvic pain, terrible cramping with my periods, excessive bleeding, irregular periods (sometimes 4, sometimes 2 weeks), depression, chronic fatigue, pain during and after sex, pain in my hips, bowel issues, including daily diarrhea, severe bloating (I look like I'm in the 3rd trimester of a pregnancy).